Manufacturer narrative:
Device evaluation: returned device was received in fair condition. During the evaluation of the device the customer reported condition was confirmed. Problem is due to wear and tear but the source is unknown. The original DHR is no longer applicable as the device was manufactured in 2016. The results of the investigation do not implicate a service process.

Event description:
Information was received that a smiths medical level 1 trauma fast flow system had lower clam chamber, low audible alarm. Incident did not occur while in use with a patient.